Event description:
It was reported that there was low impedance on the patient's right ventricular (rv) lead. Small r-waves were also noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: addrl1 ipg, implanted 2012-(B)(6). (B)(4).